Event description:
It was reported that the xenon light source displayed b40 and e212 communication error and the keyboard or the unit was not functioning. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.